Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/3/2020. H.6. Investigation: one actual sample was received by our quality team for evaluation. Upon visual inspection of the sample it was observed that the valve moved towards the cannula hub luer sided. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. CAPA#1379444 was initiated. H3 other text : see h.10.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: leakage from the port of a venflon pro safety, during surgical procedure. This has happened several times now, in helse vest (9 hospitals in the trust). It has happened to the grey and green version. They have the used sample and will send it to our office. We do not know the exact number of occasions this has happened, but it is reported to you at least one time earlier, with the green cannula. I have no further information from the actual incident, other than; green venflon was connected to patient with ringer and remifentanil infusing. Observed fluid that ran out from the port. Unsure of how much fluid the patient did not get. When pressuring the arm to insert new venflon, one could observe blood coming out of the vps port.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: leakage from the port of a venflon pro safety, during surgical procedure. This has happened several times now, in helse vest (9 hospitals in the trust). It has happened to the grey and green version. They have the used sample and will send it to our office. We do not know the exact number of occasions this has happened, but it is reported to you at least one time earlier, with the green cannula. I have no further information from the actual incident, other than; green venflon was connected to patient with ringer and remifentanyl infusing. Observed fluid that ran out from the port. Unsure of how much fluid the patient did not get. When pressuring the arm to insert new venflon, one could observe blood coming out of the vps port.